Manufacturer narrative:
The ge representative performed an on site investigation. The foot switch, work station handle, and cable were replaced. The system was then found to be operating as intended.

Event description:
The customer reported failure to produce fluoroscopy xray. No report of pt injury.